Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had suffered a stroke sometime after implant. The patient has arteriovenous malformation (avm) as a pre-existing condition. The patient had developed minor cognitive deficits post-stroke, leading to non-compliance with usage of the nevro device. Stimulation is no longer on but the device remains implanted. There have been no further reports of medical complications related to the stroke.